Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of ais (adolescent idiopathic scoliosis). During surgery, the set screw sheared off while it was being tightened and loosened during the correction of the scoli curve. The product came in the contact with the patient. No fragments were remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.